Event description:
A report was received that a patient's lead was explanted. The physician suspected malfunction of the lead. The patient is doing well following the procedure.

Manufacturer narrative:
Additional information was received that the physician suspected that the lead was fractured. The returned lead was analyzed and the complaint was confirmed. Visual inspection revealed the lead body had a pronounced kink approximately 6 inches from the distal end, where the lead appears to have been sutured. All cables were broken/severed at this spot. The fracture site is 1 cm from the clik anchor setscrew mark. This appears to have been caused by fatigue possibly coupled with postural changes/movements.

Event description:
A report was received that a patient's lead was explanted. The physician suspected malfunction of the lead. The patient is doing well following the procedure.